Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced a sudden loss of sound with the device. In the following few days the device would work intermittently. On the third day, after 3-4 hours of use, he had an uncomfortable pinching feeling in his ear and facial nerve stimulation. This was followed by a tinnitus that changed from high pitched to low pitched. No trauma or accident is reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. The reported tinnitus and facial nerve stimulation are known post-operative side effects of ci implantation. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The recipient experienced a sudden loss of sound with the device. In the following few days the device would work intermittently. On the third day, after 3-4 hours of use, he had an uncomfortable pinching feeling in his ear and facial nerve stimulation. This was followed by a tinnitus that changed from high pitched to low pitched. No trauma or accident is reported. The user has been reimplanted.